Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual inspection of the returned trial bearing confirms that the device is chipped off at two places. The device has wear marks nicks, scratches and gouges consistent with usage. Device history record (DHR) was reviewed and no discrepancies were found. The part was manufactured on october 1, 2007 and has therefore been in the field for approximately twelve years and two months. It is unknown for how many times the device is being used. Based on the information available, root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that the bearing was found chipped when doing routine inspection.